Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance and a dissection occurred. The 85% stenosed lesion being treated was located in the moderate calcified, moderate tortuous proximal to mid left anterior descending (lad) artery. The lesion was predilated with a 2.5x12mm non-bsc balloon. The 2.50x24mm taxus express2 drug eluting stent was deployed at 11 atm, but the stent delivery system (sds) balloon would not release from the stent. The stent platform was fully deflated with three separate full negative pulls, but the stent would still not release. The physician forcefully pulled the guide catheter with the wire and sds out together. Finally the stent released, but a dissection of the ostial lad occurred. A 2.75x12mm quantum maverick balloon was inflated twice in the lad, 77 seconds at 10 atms and 17 seconds at 7 atms. There was a small non flow limiting edge dissection was at the proximal edge of the stent. The dissection was repaired with to 2.75x13mm non-bsc stent. Medications given: angiomax, nitroglycerin, and plavix. Pt status reported as "fine".